Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 10-dec-2025. As such, d9 have been populated. It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and irrigation was not exiting from the distal tip. Device investigation details: a visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Irrigation tests were performed, and the device was irrigating correctly. No irrigation issues were observed. Additionally, no obstructed irrigation holes were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and irrigation was not exiting from the distal tip. Approximately fifteen minutes after the ablation catheter was inserted into the patient's body, pacing was performed. No ablation was performed. There was no error code. Low-flow irrigation was performed, but the line was blocked by a three-way stopcock, so irrigation did not flow even after the catheter was inserted into the patient's body. The catheter was placed in the right ventricle (rv) and used for electrophysiology study (eps). When the catheter was removed from the patient's body, it became evident that irrigation was not exiting from the distal tip. Flushing was attempted, but it appeared that the irrigation port at about one-quarter of the tip was blocked, preventing water from exiting. Thorough flushing was attempted but did not resolve the issue. The catheter was replaced with a new one, and the procedure was completed without patient¿s consequence.